Manufacturer narrative:
The probe thoracic was returned to the manufacturer for analysis. Analysis found that the tip of the returned probe had been twisted. Analysis found that the reported event was related to a physical damage issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that a thoracic probe was broken during surgery. The frame adapter was held in place for the remainder of the procedure which steri-strips. There was no impact to patient. There was no reported delay to the procedure due to this issue.